Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Testing revealed that the system would not fully boot mechanically. The collimator blade was found to be stuck. It was manually exercised until smooth operation was acquired. The system then passed the system checkout and was found to be fully functional. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the imaging system was showing an initializing collimator error. A reset and reseating of the umbilical cable did not fix the issue. Further troubleshooting found that, in the smart terminal, the rotor controller was verified but not homed. The run level was adjusted to continue the case. There were no issues taking images or a spin after homing. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.